Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor (cgm) signal loss on the ilet, and the device subsequently reconnected after confirming cgm pairing; a prior sensor error occurred when the ilet was on a different floor of the building from the sensor. No adverse clinical symptoms reported. Outcomes included no medical intervention or hospitalization. User support included device settings review, verification of cgm pairing, and education on maintaining proximity between the ilet and the cgm sensor. Investigation of this case revealed that the signal interruption was consistent with loss of bluetooth connectivity due to physical separation between the ilet and the dexcom g7 sensor; the device and sensor functioned as designed once within range. It was concluded, based on previously established findings for similar reports, that the cause was user-related environmental conditions leading to temporary communication loss.